Event description:
It was reported that the patient was not getting coverage. X-rays revealed that the paddle lead had moved (down). It was stated that a revision took place and the healthcare provider moved it up. However, the patient still did not get coverage. It was added that the lead and the implantable neurostimulator (ins) were replaced on (B)(6)2013. It was stated that nothing was wrong with the first ins. Additional information had been requested, but was unavailable at the date of this report. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
Concomitant products: product ID 3550-39, lot# n355181, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type accessory; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).